Event description:
It was reported that the customer received motor error and no delivery alarms on the insulin pump. The customer's blood glucose was 7.8 mmol/l. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer stated that changing the sets was not resolving the no delivery alarms. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.